Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that oversensing was observed on the rv lead. Patient was asymptomatic. The oversensing was not reproducible in-clinic with deep breathing, isometrics, coughing, and pocket manipulation. The caller reported that electrical measurements were normal and stable on the lead. The patient presented back to the clinic a month later, and no oversensing episodes were seen. No intervention was made.